Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up and the right atrial lead exhibited reduced sensing values but was still functioning. On (B)(6) 2017 at the patient's next follow-up, the lead exhibited a loss of sensing and capture. A chest x-ray revealed that the lead had dislodged and the device was reprogrammed. On (B)(6) 2017 the lead was repositioned. On (B)(6) 2017 the patient presented for another follow-up and loss of sensing and capture was again noted. A chest x-ray revealed that the lead had dislodged and the device was reprogrammed. On (B)(6) 2017 the physician elected to explant and replace the lead. The patient was stable during and post surgery.